Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned after displaying pace impedance measurements of greater than 2000 ohms. The device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.